Manufacturer narrative:
Evaluation will begin as soon as the device is returned.

Event description:
It was reported that during a case the micro sagittal saw continued to run when the trigger was no longer activated. The procedure was completed successfully with a backup device. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was not returned for evaluation. The device was not returned for evaluation.

Event description:
It was reported that during a case the micro sagittal saw continued to run when the trigger was no longer activated. The procedure was completed successfully with a backup device. There was no patient or user injury reported and no adverse consequences alleged with this event.